Event description:
Additional information received indicates that a revision procedure occurred, and the rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to implant the new rv lead.

Event description:
It was reported that the device declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring 3000 ohms. After the lss, noise was observed. An x-ray was performed, and there was no evidence of a lead fracture, however, the tip of the helix had retracted. It was noted the patient had recently fallen due to icy roads. The device was reprogrammed to the unipolar configuration, and the physician planned to continue to monitor. Subsequently, the rv lead exhibited high pacing thresholds, and undersensing occurred in the unipolar configuration. It was noted there was insulation damage, and the lead was fractured. A revision procedure was planned. The local area field representative was contacted for additional information regarding the revision procedure, however at this time no further information is available. This rv lead remains in service. No adverse patient effects were reported.